Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they are having to charge the implant every day and a half when they used to charge the ins every 3-4 days. Patient have four programs, with intensity from 3.0v to 2.9v and therapy is on all the time. Patient stated they always get excellent quality when charging the ins. Agent asked patient to connect with the controller and patient said they are charging the implanted, the neurostimulator is 30%, and recharging excellent, controller 100% charged. Agent reviewed setting and usage will affect how often the ins need to charge. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-21: additional information was received from the patient. It was reported that the patient's settings were reset, and it did not work. 2025-mar-12: additional information was received from the patient. It was reported that the patient's ins was fixed.